Manufacturer narrative:
Failure analysis confirmed that the insulin pump had a blank display due to broken solder joint interface board. The insulin pump had a scratched display window, without original belt clip. No damage noted on belt clip slot. No moisture damage noted on electronic assembly or on motor.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 209mg/dl. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. Troubleshooting was not able to resolve the issue. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis. The device will be returned for analysis.